Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device on (B)(6) 2023. The device evaluation was completed on 29-may-2023. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed a kink at the proximal part on the shaft and that the hemostatic valve was dislodged and broken inside the sheath. The dilator was not returned for the analysis. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Well known lab samples of dilator and catheter were introduced through the sheath, it was determined that the obstruction felt by the customer could be related to the valve dislodged. A device history record evaluation was performed for the finished device number 60000029 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster inc, (bwi) product analysis lab observed the hemostatic valve was dislodged and broken inside the sheath. Initially, it was reported that the guiding sheath could not be inserted into the vizigo¿. This occurred even occur pre-op. There was no patient consequence. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found the hemostatic valve was dislodged and broken inside the sheath. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 29-may-2023.